Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -11.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).